Event description:
Customer called to report that he had high blood glucose and the insulin pump is alarming motor error during the rewind prime process. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarm during the prime test due to protruded/loose motor drive support disk.